Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported a leak from the alinity m instrument. The leak had reached outside the footprint of the instrument. The customer wore personal protective equipment (ppe), and there was no exposure to the liquid and no injuries reported. This incident is being reported to FDA because the incident occurred in south africa using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
B2 corrected to no checkbox. Hospitalization checkbox incorrectly checked. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).